Manufacturer narrative:
Product evaluation found that the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens and debris/particles in lens vial. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon noticed microscopic black flakes on a micl13.2, -8.0 diopter, implantable collamer lens when they opened the lens vial and were preparing to load the lens in the cartridge for the injection on (B)(6) 2017. The surgeon described opening the lens vial with hemostats, removing the metal ring, and removing the grey stopper with a sterile gloved hand. The lens was poured out of the vial onto the injector cartridge tray with the assistance of a wek-cell to guide the lens out of the vial. When the lens was picked up with icl loading forceps, the black flakes were noticed. There was no patient contact. They used a new cartridge/injector and a new icl was loaded and used to perform the surgery.